Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to a low blood glucose (bg) level of 39-43 mg/dl. Cause was unknown. Customer consumed carbohydrates to address bg. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer alleged that the pump did not suspend insulin delivery; however upon review it was found that the pump was operating as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.